Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A contact of a peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with a drain complication encountered alarm during drain 0. The patient was empty before connecting to the cycler; the patient drained a low amount in drain 0 and bypassed. The patient contact stated the patient line is blocked message occurred subsequently in fill 1 of 3. The patient was connected during the incident. The stay safe connector blue pin was not pushed in; the patient line has 1 stay safe connector. The patient contact pressed ok and the warning reoccurred. Fluid was discovered. The fluid leak was discovered during fill 1 of 3. Fluid was not discovered in the pump module area nor on the external of the cassette. Fluid leaked from the stay safe connector. The cause of the leak is unknown. Upon followup the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event of fluid leaking from the stay safe connector of the cassette. Fluid was not discovered in the cassette door of the cycler or on the cycler. The pdrn stated that patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient did not complete treatment on the day of the reported event. The pdrn stated that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A contact of a peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with a drain complication encountered alarm during drain 0. The patient was empty before connecting to the cycler; the patient drained a low amount in drain 0 and bypassed. The patient contact stated the patient line is blocked message occurred subsequently in fill 1 of 3. The patient was connected during the incident. The stay safe connector blue pin was not pushed in; the patient line has 1 stay safe connector. The patient contact pressed ok and the warning reoccurred. Fluid was discovered. The fluid leak was discovered during fill 1 of 3. Fluid was not discovered in the pump module area nor on the external of the cassette. Fluid leaked from the stay safe connector. The cause of the leak is unknown. Upon followup the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event of fluid leaking from the stay safe connector of the cassette. Fluid was not discovered in the cassette door of the cycler or on the cycler. The pdrn stated that patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient did not complete treatment on the day of the reported event. The pdrn stated that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A contact of a peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with a drain complication encountered alarm during drain 0. The patient was empty before connecting to the cycler; the patient drained a low amount in drain 0 and bypassed. The patient contact stated the patient line is blocked message occurred subsequently in fill 1 of 3. The patient was connected during the incident. The stay safe connector blue pin was not pushed in; the patient line has 1 stay safe connector. The patient contact pressed ok and the warning reoccurred. Fluid was discovered. The fluid leak was discovered during fill 1 of 3. Fluid was not discovered in the pump module area nor on the external of the cassette. Fluid leaked from the stay safe connector. The cause of the leak is unknown. Upon followup the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event of fluid leaking from the stay safe connector of the cassette. Fluid was not discovered in the cassette door of the cycler or on the cycler. The pdrn stated that patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient did not complete treatment on the day of the reported event. The pdrn stated that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.